Event description:
Caller reported that insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in filling the tubing to push air out of the cartridge, educated them on ensuring no gaps or air bubbles, and helped reload the same cartridge, effectively resolving the issue.